Event description:
Investigation results completed on a smiths medical ambulatory infusion pumps/cadd solis vip pumps - 2120.

Manufacturer narrative:
Investigation results completed on a smiths medical ambulatory infusion pumps/cadd solis vip pumps - 2120 . A short summary revealed device was tested and pm certificate attached. Software version: 97-0582-04100-02 on device found. Software was changed to 97-0625-01500-02p. DHR reals no problems found prior to release.

Manufacturer narrative:
Additional information received on (B)(6) 2019 provided the serial number of the pump.

Event description:
Information was received indicating that during use of a smiths medical cadd solis vip pump, unexpected deletion of the pump's programming was noted. Subsequently, the pump was changed. No adverse effects were reported.